Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced an event of high blood glucose level on (B)(6) 2024. Blood glucose level was 22 mmol/l at the time of the event. Therefore, patient first went to emergency room and later was hospitalized. Patient was treated with insulin via manual injection. The duration of hospitalization was greater than 24 hours. Patient was also found positive for high ketones level. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.